Event description:
It was reported that the "dermatome overheated while the patient was asleep and the case was cancelled." Additional clinical follow up with the hospital indicated that the case was not cancelled, and a loaner device was obtained from a local hospital to complete the planned procedure. The patient remained under general anesthesia for 1 hour during the time it took to obtain the loaner device. The hospital also stated that the device appeared to "sound sluggish and sounded like it was not up to full speed." There was no excessive heat from device which was only tested for use. The device was never used on the procedure for this reason.

Manufacturer narrative:
The device was not returned to the manufacturer for repair. However, a review of the service record indicates that the device is 11 years old and has been in 4 times for repairs. The last repair was on 01/11/2010, for an unknown issue. Unable to determine a cause of the reported complaint. This reported issue could possibly point to a failing motor, due to a lack of preventative maintenance, however, without the device available, it is not possible to confirm the cause of the reported complaint. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since 01/2010. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.